Event description:
The patient had a laparoscopic sigmoid resection rectopexy procedure with the car 27 in 2009. The patient was discharged 2 days later, but was readmitted 3 days later with complaints of abdominal pain. She had exploratory laparoscopy with temporary diverting ileostomy due to anastamotic leak in the early morning of the next day.

Manufacturer narrative:
The ring was investigated by the company, and no fault was found. The ring found to meet its specifications. No corrective or remedial actions were taken. The current cumulative leak rate found with the use of the car 27 device is within the low range reported in the literature.